Event description:
It was reported that during a scheduled thyroidectomy procedure, the (6.0mm) emg endotracheal tube was stimulating directly on the right recurrent laryngeal nerve and the nerve was detected. The nerve in an area of muscle 1 cm away on the right side of the nerve was also detected; however, the nerve in between the right laryngeal nerve and the muscle was reportedly not detected. The device was tested with no reported issues or failure prior to use on the patient. There was no delay in the procedure and no report of patient injury. The patient is reported to be doing fine.

Manufacturer narrative:
No medwatch was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made by telephone and email. The records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. The device was returned to the manufacturer. Product analysis found the item was returned with the outer carton and labeling on carton confirmed the product ID and lot number. The tube appeared in very good condition. Electrode wires were properly placed and none were bent. Resistance was tested from the exposed wires on the tube to the ends of the wire connectors. Red leads measured 3.0 ohms each, and blue leads measured 3.1 ohms and 3.0 ohms. Readings were taken with a calibrated fluke 21 multimeter assett # (B)(4). These are within the tolerance specifications for this product (resistance to each lead between 1.7 and 3.7 ohms). The cuff was inflated with 20 ml of air and left inflated for approximately 3 minutes. Manufacturing test method uses 20 cc's (equal to 20 ml) of air and submerges inflated cuff in water to check for leaks. There was no loss of air or leaks detected. This product analysis failed to uncover any out of specification conditions. The IFU for this product advises: avoid false negative responses (failure to locate nerve), which may be caused by neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli, deep anesthesia, which may suppress neuroelectrical activity of the recurrent laryngeal nerve, insufficient contact between the electrodes and vocal cords due to misplacement or using a tube size that is too small, displacement during the procedure when rotating the patient's head and neck. The product analysis did not confirm the reported malfunction; therefore, the results of the investigation are inconclusive and no conclusion could be drawn. The medtronic nim standard reinforced emg endotracheal tube and the nim contact reinforced emg endotrachealtube are flexible silicone elastomer endotracheal tubes with inflatable cuffs. Each tube is fitted with four (two pairs) stainless steel wire electrodes. These are embedded in the silicone of the main shaft of the endotracheal tube and exposed only for a short distance, approximately 30 mm, slightly superior to the cuff, for contacting the vocal cords. Th e electrodes are designed to make contact with the patient's vocal cords to facilitate electromyographic (emg) monitoring of the vocal cords during surgery when connected to a multi-channel emg monitoring device. Both the tube and cuff are manufactured from silicone elastomer that allows the tube to conform readily to the shape of the patient's trachea with minimal trauma to tissues. The medtronic nim family of nerve monitors is the recommended emg monitor for use with the emg endotracheal tube. All references to connections and technical specifications for emg monitors contained in these instructions are made with references to the nim family. Medtronic recommends that the user consult the nim user's guide for determining proper settings of the nim and instructions for intraoperative emg monitoring and motor nerve location and stimulation. A copy of the user's guide is supplied with each monitor.